Event description:
While under sedation for a diagnostic colonoscopy the imager displayed error code e402 and e405. This led to a surgical prolongation greater than 30 minutes. The procedure was completed using the same device and there were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8,f6, and f7. Corrections to b1, b2, and f10. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and f10. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The complaint was confirmed and after changing the settings with the customer the issue resolved. The most probable cause of the complaint is caused not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.